Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a multifocal intraocular lens (iol). The event description provided by the healthcare professional states "the leading haptic was broken in the first lens that I injected, necessitating explantation". For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00073.